Manufacturer narrative:
(B)(4) device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2017-11298. It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Two stents were used, a 3.00 x 24mm synergy ii drug-eluting stent (des) and a 3.00 x 38mm synergy ii des to treat the lesion. However, when both stents were advanced over a non-bsc wire, it was noted that the stent struts of both stents were damaged. Subsequently, the devices were replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was fine.